Manufacturer narrative:
Concomitant medical products: tibial insert ref# 02-012-35-3513, serial (B)(4), tibial tray ref# 02-012-45-3525, serial (B)(4). Device evaluated by MFR: device not returning as it remains implanted. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported arthroscopic procedure was likely the result of underlying patient factors, which led to scar tissue in the knee.

Event description:
It was reported through the egps clinical study database that a patient underwent arthroscopic surgery for arthrofibrosis and patellar clunk syndrome approximately 9 months post initial implant surgery on her right knee. Both knees, right and the contralateral left, underwent arthroscopic surgery to remove scar tissue about the patella. The study indicated it was possibly related to device and definitely related to the procedure. Outcome indicates resolved. No devices returning as they remain implanted. This report is for the contralateral left knee.